Event description:
A user facility reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the arterial header of dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrected information: b.5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information: d.10

Event description:
A user facility reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the arterial header of dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was less than 100 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the arterial header of dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was less than 100 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the arterial header of dialyzer. It was reported that no blood leak alarm occurred. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the arterial header of dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was less than 100 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a broken fiber was observed on the cavity ID end of the dialyzer at approximately 0°, with the dialysate ports situated at 0°. The break measured approximately 3.88 mm from the potting surface. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems, and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.